Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Lab notes identified the patient with elevated chromium levels. Revision op notes indicate failed left thr. Early metallosis was observed and no evidence of abnormal wear. One of the patients leg was shorter than other. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 139256, taper adapter, lot # 044830, item # 157450, head, lot # 570590, item # 14-103203, stem, lot # 982150. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-09270, 0001825034-2018-09271.

Event description:
It was reported that a patient underwent a revision surgery approximately 7 years post implantation due to patient allegations of pain, metallosis, elevated ion levels, and difficulty ambulating. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.